Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err114. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and passed. A charge and boot test was performed and passed. Data was successfully downloaded and retrieved. Data was reviewed and errors related to the complaint were observed on the issue date. The complaint confirmation of an error icon was confirmed. The root cause could not be determined.